Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. There was no reported impact to the customer¿s blood glucose level. Reportedly, the issue was resolved, and no additional information could be gathered at the time of the event.